Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00381. The patient's ((B)(6)) therapy system consists of two percutaneous leads from different lots. It was reported the patient suffered a fall and after which experienced diminished therapy relief. Surgical intervention was undertaken to address this matter and it was found that the patient's lead had migrated. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.